Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/04/2017 that on (B)(6) 2016, that the patient experienced a skin reaction under the sensor patch. The sensor was inserted at the thigh. The reaction was described as a reddish irritation, raised skin, that itches. Affected area was treated with flonase, prescribed on (B)(6) 2016. At time of contact, patient still has minor rashes. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the thigh. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.